Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during emergent implantation of a limb extension the pt coded and could not be resuscitated. Reportedly, the pt presented to the emergency room (ER) very ill, with distal limb ischemia, claudication, highly calcified iliac arteries and right iliac dissection and perforation. The pt was hypotensive and was in shock at the time he was taken to the emergency room for emergent treatment. The limb extension was deployed without issues; however, the pt could not be resuscitated and expired. Additional information: the report received indicates the limb extension did not cause or contributed to the pt's death.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were provided for clinical assessment and review of the records revealed the extension stent graft was used outside of the indications specified in the IFU (instructions for use) in an attempt to repair the patient's dissected iliac artery. The patient's acute on chronic lower extremity ischemia and heavy lower extremity calcification directly caused the fatal outcome. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.